Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely that the broken plug was caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lithotripsy transducer plug was broken. The issue was noticed after a therapeutic percutaneous nephrolithotomy procedure. No error messages were displayed and the device was used to complete the procedure without delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lithotripsy transducer plug was broken. The issue was noticed after a therapeutic percutaneous nephrolithotomy procedure. No error messages were displayed and the device was used to complete the procedure without delay. There were no reports of patient harm.